Event description:
It was reported that this pacemaker had a stored signal artifact monitor (sam) episode. It was noted that this was caused by oversensing of electromagnetic interference (emi) from electrocautery during a scheduled open heart surgery. The minute ventilation (mv) sensor became disabled at this time. The right atrial (ra) lead and right ventricular (rv) lead pacing impedances were also found to be high out of range at this time. These measurements returned to normal post-procedure. Technical services (ts) explained how to reprogram the mv sensor back on. No adverse patient effects were reported. Currently, this pacemaker remains in service.